Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was explanted one month post implant due to unknown reason. There is no further information available. No additional adverse patient effects were reported.